Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenosed lesion being treated was located in a calcified and moderately tortuous left anterior descending (lad) artery. A 1.5x9mm maverick balloon was used for predilatation. Upon the 1st inflation, the balloon ruptured at 12 atms. The pt did not experience any symptoms when this occurred. The procedure was completed with the same device and there were no pt complications. The pt condition is stated as "good".

Manufacturer narrative:
Common device name: lox catheters, transluminal coronary angioplasty, percutaneous.